Event description:
It was reported that during a procedure, two fibers kinked inside the patient. The fibers were fine when they first went down the cystoscope and into the patient. The first one happened after about 10 minutes of use and the second one happened after about 2 to 3 minutes. There was no harm to the patient or staff. Analysis of the returned device identified a broken fiber. This is for the second fiber.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber confirmed the reported kinked fiber as the fiber was received in two pieces. Visual analysis identified a fiber body break, a kink, and a degraded fiber tip, which is indicative of use. Laser fibers are consumable devices and expected to degrade with use. During functional testing of the fiber, a bright and round light exited the connector face, suggesting that there were no fractures within the connector. The following message was displayed: error 67, fiber expired. It is likely that procedural handling and procedural conditions of the device during set-up, use or contributed to the fiber body break. A partial body break or kink could have occurred, and when the fiber was fired, it caused the fiber to break. The IFU states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the device; return it to the supplier for replacement. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation. Related to report 2124215-2024-35409. This is for the second fiber.